Event description:
During routine follow up, the programmer crashed when a threshold test was performed. Reportedly, an upgrade of the programmer version from smartview 2.06 to 2.08 was performed a few days before the event occurred.

Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. The event was also observed on a symphony device and was reported under MDR# 9610579-2010-00461. Log files and pt files were retrieved and sent for analysis (log files are files saved by the programmer containing the recent history of communications with the programming head, the implant, and the activation of the user interface. These files are not available to the user, but the user may send a copy to the MFR for analysis. Pt files are files saved by the programmer containing data from a programming session and are available to the user). The analysis of the available log file showed that: some symphony/rhapsody units were interrogated; the follow up was completely normal for two of them (B)(4). For one of them (B)(4), the session was stopped abruptly while printing a report (from the report screen). One reply was also interrogated; the session was interrupted abruptly after parameter reprogramming. Because some specific expert files were not provided and were not found on the concerned orchestra, the root cause of these events could not be determined. However, none of these errors were related to the threshold test, as reported. Because these events did not lead to any pt issue, the case is closed in state.